Event description:
I bought some new relion ultima blood glucose test strips because of your recall and had one strip from the past which came from "lot 17011" exp date 2012/08". Anyway, I tried the last strip from "lot 17011" and compared it to the new lot. I recorded a 30 pint difference in just a matter of a minute. The lot 17011 test strip, which was the older lot was 30 points lower than the new lot.